Event description:
On (B)(6) 2023, the patient¿s caregiver (mother) alleged that the head and foot section on the totalcare bed would not raise or lower and it was initially reported that the patient had skin breakdown. The caregiver later reported on (B)(6) 2023 that she pulled her back getting the patient out of bed due to the head and knee functions not working. No additional information was provided at the time of the initial report of an injury sustained.

Manufacturer narrative:
On (B)(6) 2023, the patient¿s caregiver (mother) alleged that the head and foot section on the totalcare bed would not raise or lower and it was initially reported that the patient had skin breakdown. The caregiver later reported on (B)(6) 2023 that she pulled her back getting the patient out of bed due to the head and knee functions not working. No additional information was provided at the time of the initial report of an injury sustained. This evaluation addresses the caregiver¿s injury. The report of skin breakdown is assessed in dt 69170. The patient¿s caregiver (mother) provided the following information. The caregiver pulled her back from positioning the patient in and out of bed during the period when the bed was not functioning properly. She has a previous history of l2-l5 disc herniation for which she receives cortisone injections and lays on an inversion table 3 times a week. The caregiver reported she needs another cortisone injection for her current pain related to positioning the patient in and out bed and the alleged bed malfunction; however, she must wait a month based on the date of administration of her last cortisone injection. Of note, the alleged malfunction was previously reported to baxter on 04aug2023 (dt 67028). At that time, the caregiver requested that the bed repair be put on hold pending a response from the medicaid waiver program for financial assistance associated with the repair cost. The caregiver stated she decided to pay for the repair out of pocket and contacted baxter again on (B)(6) 2023 to request service on the bed. The baxter service technician inspected the bed and found the head up and knee up controls were not functional, nor was the hilow up and down from the left head siderail. Both valves were receiving proper voltage, but the valve was sticking likely due to age. The bed was repaired and functioned as designed. Pain is an unpleasant sensation occurring in varying degrees of severity and typically stops once the stimulus is removed. Pain may be contained to a discrete area as in an injury or more diffuse as in disorders or diseases. In this event, the caregiver had a history of lumbar disc herniation, which was aggravated while positioning the patient in and out of bed and required treatment with a corticosteroid injection, concluding a serious injury occurred. The cause of the event was likely due to her history of l2-l5 herniation which may have been aggravated from positioning of the patient in the non-functional bed and continued use while it was non-functional for an extended length of time as repair of the bed was delayed by the patient¿s caregiver as stated above.